Event description:
It was reported that in the ICU, when using the seldinger technique, resistance was met during insertion into the right jugular resulting in a possible "fracture" of the guide wire. A replacement was successfully used to complete the procedure. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).